Event description:
It was reported the device exhibited undersensing on the ventricular channel. No patient symptoms were reported. The device was explanted and replaced as it was at eri. The patient¿s condition was good post procedure.